Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the lead was implanted and dislodged once. The lead was repositioned and dislodged again while slitting. The physician noted that the slitter blade was blunt and a new slitter was opened. It was noted that the slitter may have caused dislodgement by ¿catching and tugging the lead.¿ the physician attempted repositioning the lead but reported concerns of tissue being caught in the helix. The lead was removed, and the new lead was positioned well. The catheter was slit with the new slitter and no further dislodgment occurred. No patient complications have been reported as a result of this event.